Manufacturer narrative:
(B)(4).

Event description:
It was reported that the recently implanted vns patient was experiencing an increase in seizures above pre-vns baseline levels. The patient stated that prior to vns, she would have a seizure every six days but had since increased to a seizure every 3-4 days. No further relevant information has been received to date.